Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the patient death was not caused by the subject device. However, the root cause could not be determined. This supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient underwent an endoscopic sphincterotomy (est) procedure on (B)(6) 2023. The endoscopic papillary large balloon dilatation (eplbd) was performed over a week later ((B)(6) 2024). Although the estimated blood loss was not provided, the bleeding was described as ¿major¿ and occurred near the patient¿s nipple. The patient¿s cause of death was hemorrhage. An autopsy was not performed. The subject device was discarded by the facility.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a fatal incident/death occurred due to a major bleeding after an ¿est¿ case (papillotomy of the duodenum) due to wrong direction of the single use 3-lumen sphincterotome used during the procedure. Reportedly, there was no fault with the device. Follow-up update stated that "est" procedure was completed end of last year and at the beginning of the year, bleeding occurred when the eplbd was performed with a balloon (endoscopic papillary large balloon dilation) and the stone was removed and sems ((self expandible metallic stent) was placed. That night the patient vomited blood and the sems deviated to the nipple side, perforation occurred, and patient suffered major bleeding leading to death. Follow-up with the customer was conducted for patient/ procedural details, medical/surgical intervention/treatment given and event details; however, no further update has been received at the time of the report.